Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.